Event description:
Additional information was received that the transient ischemic attack (tia) was not confirmed but was suspected. The patient's right sided weakness did not resolve at discharge and the patient was referred to physical therapy.

Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty was completed with a 18 mm non-medtronic balloon due to the aortic valve having a gradient of 70 millimeters of mercury (mm hg). The .035 millimeter (mm) guidewire was then inserted into the patient and advanced to the left ventricle. While in the left ventricle, the patient became nauseous and began vomiting. Subsequently, the patient was intubated and the procedure was successfully completed. However, the patient remained intubated until 1.5 days after the procedure. After the patient was extubated, the patient developed right sided weakness that was attributed to a transient ischemic attack (tia).